Event description:
Failure of implant to osseointegrate. Possible contamination and or alteration of device. Implant had to be removed. Patient has lost bone. Suspected contamination. Dates of use: one day in 2007. Diagnosis or reason for use: partial edentulism. Please see add'l scanned page.